Event description:
Healthcare professional reported "ruptured right breast implant removed and replaced with another implant."

Manufacturer narrative:
Continued additional phone number(s) (e.1): (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "ruptured right breast implant".